Manufacturer narrative:
No laser system information or patient treatment data was provided. The root cause could not be identified by the investigation. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A sus voluntary event report form was received reporting ongoing vision problems and ocular discomfort at one year post lasik procedure. The report indicates the patient is very dissatisfied with side effects of eye irritation, stinging, spontaneous burning sensation throughout the day, and the inability of the eyes to feel normal. The report additionally indicates the patient is unable to return to contact lens wear as a result of dry eye and irregular cornea from having the lasik procedure performed. No additional information is available or expected.